Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had oversensing noted on high rate non-sustained (hr-ns) ventricular electrocardiograms. The oversensing appears to be non-physiologic. The lead remains in use. No patient complications have been reported as a result of this event.